Manufacturer narrative:
Additional information: d9, h3, h6, h11 the device was received for evaluation. During functional testing, the customer reported "failed inspection due to performance" was unable to be reproduced. Volume testing could not be performed due a clean load point 2 error. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. Pressure plate travel will be adjusted to satisfy the delivery flow rate error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed inspection due to performance. The expected and actual infusion time, volume and flow rate failed during testing in nursing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.